Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor broke following the mallet striking it during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned the threaded portion of the impaction head was fractured off at the step. The threaded portion was returned with the remainder of the instrument. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The impaction head had a potential field age of approximately 2 years at the time of the reported incident with an unknown usage history. This impaction head is used for treatment. A complaint history search was conducted and revealed no additional complaints against the related part and lot combination. The surgical technique states to ¿impact gently on the impaction head¿if the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the most likely probably cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 2 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used; therefore, this suggests that normal wear and tear from use could have been a contributing factor. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.